Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 08:39:28. During night drain cycle 27, the patient's ultrafiltration reading was 680ml, indicating the home patient (hp) drained 680ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be unexpectedly high ultrafiltration compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.